Manufacturer narrative:
D9 - date returned to MFR was 18-jun-2026. H3 and h6 ¿ updated. One suspected device was received for evaluation. The event history log (ehl) was reviewed. The pressure / occlusion alarms were noted in the ehl. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Upon visual inspection, down stream occlusion (dso) seal is cracked. The customer complaint was able to be duplicated. The reported issue was determined to be caused by a cracked dso seal. The dso sensor could not function properly due to a cracked dso seal, which caused the device to have issues delivering medication correctly. Problem was resolved after replacement dso seal and recalibrated dso sensor. There was no problem with flow rate.

Event description:
It was reported that the device had administration errors, alterations in flows and pressures. There were no patient involvement or harm as result of this event.

Manufacturer narrative:
B3. Date of event was captured as of (B)(6) 2026. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.